Manufacturer narrative:
Unk. Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -12.50/2.0/075 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 01-aug-2022. Low vault was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of 12.50/2.0/075 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(4) 2022, the lens was exchanged for a longer length lens and the problem was resolved. Patient is happy. Claim#: (B)(4).